Manufacturer narrative:
In some countries outside the u.s, customer information is not provided due to privacy laws. The hcp indicated that they used either contour test strips lot # 8bj3b08d or 8bj3a03g.

Event description:
The health care professional (hcp) from (B)(6) reported that a patient in the hospital was tested using a contour meter and a reading of 403 mg/dl was obtained. The patient was administered with 12 doses of fast acting insulin. The patient insisted that they were not diabetic, and therefore, the hcp performed a repeat test on a laboratory device, which gave a reading of 92 mg/dl. An unknown treatment was provided to the patient to prevent hypoglycemic symptoms. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The hcp was advised to return the test strips for evaluation.

Manufacturer narrative:
Contour next test strips lot #s 8bj3b08d and 8bj3a03g were returned by the customer. Lot # 8bj3b08d had 22 strips, while lot # 8bj3a03g had only one test strip left in the bottle. The returned strips from both lots were tested with the returned meter, which gave satisfactory performance.